Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a unable to calibrate iab optical sensor alarm and no indices are present on the console. Iab arterial pressure waveform is present. Blood pressure per cuff is in the 130s, and prior to the message, the iabp pressure reading was in the 130s systolic. The customer attempted recalibration, but message remains. Customer reports that they had already switched out several pumps but the message appeared on all of them. Noted that the central lumen on the iab port was capped with no flush attached. The customer advised that they will attempt to get an aline and attempt to find the correct blood pressure cable for the pump. There was no reported injury to the patient.